Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at 2 mm distal to the annulus on the non-coronary cusp and 5 mm distal on the left coronary cusp. Upon release, the valve dislodged aortic 2 mm resulting in severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and the pvl persisted. A second valve was implanted resulting in trace pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.